Event description:
Customer's spouse reported via phone call that customer had high blood glucose of 570 mg/dl, which was treated with manual injection. It was reported that insulin pump was removed due to not having any more insulin as customer was awaiting a prescription from healthcare professional. It was reported that infusion set may not have been inserted properly as customer's spouse was able to smell insulin. Customer had symptoms of vomiting, burping, and hiccupping. Caller was advised to monitor situation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.